Event description:
It was reported that a user of the ilet experienced high blood glucose events after frequently using ¿greater than¿ meal announcements, which led to pump maladaptation; the user later reported improvement after recovery from an intercurrent illness and declined additional training, stating the pump had adapted and control had improved. Symptoms included episodes of hyperglycemia with a peak value of 401 mg/dl. Outcomes included no reported hospitalization or medical intervention beyond routine support. Investigation included review of device data and user reports, as well as outreach for education and additional training. Investigation of this case revealed user technique related to meal announcement entries contributed to maladaptation, with subsequent improvement as the user¿s health normalized and usage stabilized. It was concluded that the device functioned as designed and that the events were related to user interaction and transient illness rather than a device malfunction.